Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed the insulin pump alarmed button error and had unresponsive buttons due to corroded keypad traces. No frozen screen noted. The device was received with cracked battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
Customer reported a button error alarm and that her insulin pump was frozen. The customer's blood glucose was 164 mg/dl. The customer stated she was moving and that a box could have pressed against her insulin pump prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.